Event description:
It was reported that; implantation of screw (B)(4) in vertebral body s1, during revision surgery (B)(6) 2016 with enlargement spondylodeses cranial, inserting new side rail to vertebral body s1, screws remained in vertebral body. Actual broken screws were detected both-sided in s1. Clinical root cause most likely to pseudoarthroses l5/s1 due to not healed cage in spinal disk shelf l5/s1. Conspicuous is the break of screws both-sided. Both screws are from the same lot, the heads of screws were removed for exhibit, the broken screw rests remain in vertebral body; new screws were placed. Handling screws every time corresponding to manufacturers´ instructions.

Manufacturer narrative:
Method:device history review; complaint history review; risk assessment; results: visual, dimensional and functional analysis could not be performed as the device was not returned. No relevant manufacturing issues were identified as all released units met specifications. Conclusion: a definite root cause could not be determined. However, it is likely that wear of the device contributed to the event.

Event description:
It was reported that; implantation of screw 2016-01-04 in vertebral body s1, during revision surgery (B)(6) 2016 with enlargement spondylodeses cranial, inserting new side rail to vertebral body s1, screws remained in vertebral body. Actual broken screws were detected both-sided in s1. Clinical root cause most likely to pseudoarthroses l5/s1 due to not healed cage in spinal disk shelf l5/s1. Conspicuous is the break of screws both-sided. Both screws are from the same lot, the heads of screws were removed for exhibit, the broken screw rests remain in vertebral body; new screws were placed. Handling screws every time corresponding to manufacturers´ instructions.